Event description:
It was reported that the fastpass scorpion is defective. It operates very stiff eventho it has been already oiled. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the fastpass scorpion is defective. It operates very stiff eventho it has been already oiled. The reported event was confirmed as a functional test revealed that the device does not fire the needle smoothly. There is a minimal resistance at the tip of the device which does not allow the needle to slide freely. The cause(s) of this type of event is that the device is not sufficiently dried after sterilization. Further the distal end shows signs of metal surface oxidation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.